Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to the patient experiencing endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead and 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.